Manufacturer narrative:
The investigation for the delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. Impella 5.5 pump failed initial wireless delivery into the ventricle but later a j wire and pigtail were subsequently placed which the pump was guided across the aortic valve. The root cause of the delivery issue was most likely use related.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported that an impella 5.5 pump failed initial wireless delivery into the ventricle. It was noted that the pump would not cross the aortic valve. A j wire and pigtail were subsequently placed, followed by a v-18 wire, with which the pump was guided across the aortic valve. There was no patient harm resulting from the initial delivery failure.